Event description:
According to the reporter: the product fell apart when the doctor was trying to suture it. He removed the product and it was noted to be very thin. He got another piece to complete procedure with no further complications reported. The product had been rinsed with saline prior to use.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).